Event description:
Pump tubing for tpn found to be leaking below drip chamber. Previous tubing hung in unit have been found to have similar issues. Tubing is sent from manufacturer and found to be faulty. It puts patients with central lines at risk for contamination and potential introduction of bacteria. Ensure that tubing sent is not faulty prior to being used. Because of this defect, the infant had to go without effective nutrition until the next morning when the new batch of tpn was made. Manufacturer response for IV infusion tubing, (brand not provided) (per site reporter) we meet every other week to discuss new events, we email at the time the event occurs.